Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels were 500 mg/dl and after changing site the blood glucose level went down to 290 mg/dl. The customer¿s mother stated that insulin pump had lot of failed delivery alerts. The insulin pump will not be returned for analysis.